Event description:
Patient underwent a right ventricular lead revision procedure, due to inappropriate shocks. On fluoroscopy, the lead appeared stretched. The physician capped the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.